Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the or for generator replacement due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced. The patient was discharged next day; there were no complications.